Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs that quality controls (qc) were processed on the dimension vista 500 instrument after obtaining the discordant results. The co2 qc results that were obtained on the instrument were flagged with above assay range errors. The ccc specialist reviewed process errors and found an event for water purification module (wpm) resistivity less than minimum, which had not been resolved by the customer. During a review of the task, performed by the customer, it was determined that an incorrect filter was utilized and not allowing the process error to be cleared. After the customer installed the correct filter, the wpm water tank was emptied and refilled twice and co2 qc was performed. Qc results were determined to be within acceptable ranges and the instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated carbon dioxide (co2) patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The patient samples were repeated on an alternate dimension vista and the results were lower and matched the customer's expectation. The repeated results, from the alternate instrument, were reported to the physician. There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.